Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the device became lodged in the lesion requiring surgical intervention for removal. The lesion being treated was a chronic total occlusion (cto) located at the takeoff of the anterior tibial (at) artery which reconstituted at the ankle. A kitty cat crossing catheter was used to cross the cto, then was exchanged for a quick-cross catheter and then a viperwire. Angiography was checked to see whether the wire was in the lumen and the physician thought that the wire was in the lumen. Once the stealth oad catheter was loaded onto the viperwire and advanced to the at, the physician experienced difficulty passing the crown through the proximal cto cap. The physician spun the oad at low speed for less than 5 seconds. The oad was then advanced to the middle part of the at and that area was treated at low speed for 20 seconds. Nitroglycerin was used after spinning. The physician then attempted to advance the oad proximally, but it did not move. The oad was spun at low and the catheter was visualized moving back and forth on the angio, but once it was turned off the crown would move back to the distal area and would not advance over the wire. The physician experienced significant resistance while attempting to pull on the catheter with force, but the oad was flexing and felt like it snap if additional force was used. The physician attempted to pull the oad catheter with the viperwire in order to remove the system as a unit, but it would not move. After a few attempts, the wire was successfully removed in its entirety. The physician subsequently attempted to rewire from the back of the oad, but it was difficult to advance the wire into the catheter. The physician then cut the catheter from the oad handle. He then accessed the left groin from an antegrade approach in an attempt to rewire. His plan was to rewire the (at) artery and insert a low profile balloon to remove the oad catheter as the balloon was inflated. After numerous failed attempts, the patient was transferred to another facility for a successful surgical removal of the catheter. Additional information has been requested regarding this event.

Event description:
No additional information has been received regarding this event.

Manufacturer narrative:
Returned device analysis: the oad was received without the detached driveshaft section, the original guide wire or the saline line. The driveshaft and saline sheath sections had been cut by the customer. The initial visual and tactile examination of the driveshaft revealed numerous areas of damage and deformation. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and the proximal edge of the crown. Examination of the crown and driveshaft in this area did not reveal any damage or abnormalities that would have contributed to the biological material accumulation that occurred during the procedure. The morphology of the biological material on the crown and driveshaft is not known. The outside diameter of the crown was measured using a calibrated dial caliper and met the drawing specification. No other damage or abnormalities were observed with the device that would have contributed to the difficulties experienced during the procedure. The initial visual and tactile examination of the cut saline sheath section revealed numerous areas of compression damage that resulted in saline sheath material deformation and driveshaft filar impressions. The damaged areas began 59.1 centimeters proximal to the distal end of the saline sheath. The damage resembles that of using forceps or some other ancillary tool to grasp the driveshaft in an attempt to remove the device during the procedure. This damage is considered secondary to the difficulties experienced during the procedure. The driveshaft crown was then examined in a scanning electron microscope (sem). Analysis indicated no damage to the crown that would have contributed to any biological material accumulation. At the conclusion of the failure analysis investigation the reported complaint of "was not able to remove the catheter" was confirmed; however, the exact root cause of the biological material accumulation remains unknown. (B)(4).

Manufacturer narrative:
(B)(4). Device not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via the patient's medical records that the patient was taken to the operating room for an embolectomy with removal of the retained portion of the orbital atherectomy device (oad). It was noted that the tibioperoneal trunk (tpt) was severely calcified and atherosclerotic. During clamping of the anterior tibial (at) artery, the plaque broke through the adventitia of the tpt. Subsequently, the vessel was opened longitudinally and endarterectomy and patch angioplasty of the distal tpt to the at artery was performed achieving good runoff as well as backflow of the tpt. The distal end of the popliteal (pop) artery was opened exposing the retained oad in the mid at artery. The oad was removed in its entirety. Embolectomy of the sfa was performed removing clot and debris; then the pop artery was surgically closed. Balloon angioplasty was performed in the at artery at the level of the ankle. The balloon was inflated for 5 minutes. Once the balloon was removed, repeat angiogram demonstrated patency of the pop artery and the tpt, but no good runoff of the at artery. At this point the procedure was concluded. The patient remained in stable condition throughout the procedure. The intervention was not successful in that the patient continued to experience critical limb ischemia. Over the next few days, he experienced shock due to multi-system organ failure with bleeding, anemia and new onset kidney failure. Four days later, the patient developed respiratory distress and hypotension requiring intubation and mechanical ventilation. His left foot remained cold and discolored; in poor condition with respiratory failure with poor prognosis. Family refused amputation. Code status changed to dnr and the patient was terminally extubated.